Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs), (B)(4) alleging that her onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began 3 months prior to her contacting lfs, she was unable to give a specific date or time. She reported obtaining an alleged inaccurately high blood glucose result of ¿106 mg/dl¿ on the subject meter. The patient was comparing the result to a calibrated laboratory device result of ¿76.2 mg/dl¿. The tests were performed between 10 and 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes with oral medication, diet and exercise, and in response to the alleged issue, she increased her normal metformin dose (¿metformin 850 mg half a pill¿). The patient reported that a few days after the alleged issue, she developed symptoms of ¿sweating and weakness¿. The patient stated that 1 month ago she attended her doctor and was prescribed ¿amaril and metformin¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The test strips were stored correctly and had not expired. Csr noted that the vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and there is insufficient information to rule out the contribution of the subject meter to the event.